Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd vacutainer® push button blood collection set had a wingset that fell apart when the button was depressed. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that a bd vacutainer® push button blood collection set had a wingset that fell apart when the button was depressed. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for the front and rear barrel separating with the incident lot was observed. Evaluation of the sample found that the IV needle protector was absent and the rear barrel was damaged (but the hub had not been activated in the rear barrel). A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer samples, the customer¿s indicated failure mode for the front and rear barrel separating with the incident lot was observed. Based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.